Manufacturer narrative:
Evaluation of the returned lantern revealed that the distal shaft had ovalizations and was springy. If the device is manipulated against resistance or if a device is forcefully manipulated within the lantern, damage such as this may occur. This damage may have contributed to the resistance during the procedure. During functional testing, a demonstration pod coil was advanced and retracted through the lantern without an issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a guidewire. It should be noted that the patient's anatomy was tortuous and calcified. During the procedure, resistance was encountered while advancing the first pod coil through the middle of the lantern. Therefore, the pod was removed and flushed on the back table. While re-advancing the same pod coil through the middle of the lantern, resistance was again encountered. Therefore, the pod coil and lantern were removed. The procedure was completed using a new lantern, the same pod coil, two additional pod coils, six pod packing coils (pod pcs), and the same catheter. There was no report of an adverse effect to the patient.